Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Posterior capsule opacification (pco) is indicated as a potential adverse event related to iol implantation as covered under the warnings section of the product's instructions for use (IFU). Type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Surgery date: (B)(6) 2022. Post-operative complications: optic opacification. Explantation: product replaced with another lens. Patient has recovered and is fine.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to no. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 250). There were not any abnormalities on the sterilization records of the lot (es135). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Surgery date: (B)(6) 2022. Post-operative complications. Optic opacification, explantation. Product replaced with another lens. Patient has recovered and is fine.